Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the rectum of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, the stent was being implanted as a palliative treatment for a tight stricture within the rectum, caused by peritoneal dissemination. No visible issues were noted to the device. During the procedure, the physician initially implanted a 12cm stent within the patient; however, it was immediately removed as he thought it was too long for the stricture. There were no reported issues with the 12cm stent. Following the removal of the 12cm stent, the physician subsequently implanted a 9cm stent at the target lesion. At this point, it was noticed that the flare on the stent was not properly expanded. Reportedly, the 12cm stent had expanded when it was placed at the target site but the flare on the 9cm stent had not properly expanded when placed in the same location. Additionally, it was noted that the patient's anatomy was not tortuous in the area of the stent flare, but was tortuous on the proximal end of the stent. The physician attempted to dilate the flare of the stent using a dilatation balloon; however, the flare still did not completely open. Approximately (B)(6) days following the stent placement procedure, the physician reexamined the stent to see if the flare has expanded. It was noted that the stent flare was still not completely open; however, the stenosis had slightly improved. No further intervention was performed to open the stent. Reportedly, the fecal transit of the patient was "not smooth." The physician subsequently met with the patient since his condition had not improved with the placement of the stent, and per the request of the patient, created a stoma to aid in fecal transit. No issues were reported. There were no patient complications as a result of this event. The patient's condition following the stent placement was reported to be stable.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) addresses the patient event of "difficult fecal transit." (B)(4) for the reported issue of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.